Event description:
The event occurred in spain during preventive maintenance. It was reported that the machine displayed errors regarding all ventilation fans, arterial and pressure sensors due to a defective sensor panel. No harm to any person has been reported. As a pressure failure was reported, a report is required. Complaint ID (B)(4).

Manufacturer narrative:
Note: this event occurred on the spanish market. It is a significantly similar device to "base unit, cardiohelp¿ which is sold in the USA under premarket submission number k133598. For section d4 all available identifying information is for the out of the us device, subjected to this report. Therefore, no gudid information exists. Furthermore, UDI information (primary di number) provided in d4 is for cardiohelp with catalog number 701048012. A getinge service technician will investigate the affected cardiohelp. A follow-up medwatch will be submitted when additional information becomes available.